Event description:
A field service rep for the MFR was given a pump, with a note alleging a pt incident occurred, during a preventive maintenance visit. According to the note, the device was started, the nurse left the pt room and, when the nurse returned, the bag was still full but the pump had finished infusing. No pt injury was reported. The clinical engineering contact at user facility did not know where the pump or note was returned from, so no further info was available concerning the event or pt.